Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a narrow, heavily calcified and 50% stenosed below bifurcation left superficial femoral artery. Pre-dilatation was performed two times with non-abbott balloons. A supracore guide wire was advanced to the lesion. As a 7.0 x 80 mm absolute pro was being advanced over the guide wire, it became stuck on the guide wire before entering the anatomy. The guide wire was cut distal to the tip of the absolute pro and then the distal end was removed from the anatomy without issue. A non-abbott guide wire and non-abbott stent were used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: magic torque .035" 260cm boston; sheath: 6 fr. 11cm bosten. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The hi-torque supera referenced is being filed under a separate manufacturing report number.